Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that the patient¿s device has been beeping all weekend. The patient¿s spouse was unable to complete a remote transmission as they could not get the monitor to work. The patient was taken to the emergency room. It was found that alerts were triggered for the right ventricular (rv) lead. Impedance alerts were triggered due to high and undefined pacing impedances, a rv lead noise alert was triggered due to noise on the lead, and a lead integrity alert (lia) was triggered due to high rate non-sustained episodes and sensing integrity counter (sic). Non-physiological and pocket manipulation, movement and coughing reproduced the noise. A possible lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the right ventricular pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.